Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial (ra) lead channel. Additionally, the device exhibited farfield oversensing of the ventricular pace on the atrial channel. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial (ra) lead channel. Additionally, the device exhibited farfield oversensing of the ventricular pace on the atrial channel. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed. The changes will be discussed with the physician. No adverse patient effects were reported.